Event description:
Reportedly, the intraocular lens (iol) was explanted after approximately one (1) week due to the lens diopter being incorrect. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(6). Upon receipt of the returned package, it was noted that only an empty package was received. Therefore, an evaluation of the device could not be performed. A review of the manufacturing records indicated no deviations for the intraocular lens. A review of the diopter measurement records verified and confirmed that the diopter labeled size was within specification for this serial number. The lens passed all acceptance criteria for all tests performed and was within specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.